Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. The steerable guide catheter (sgc) was advanced into the left atrium. Upon removal of the dilator and wire, it was observed that the patient's blood pressure was lowered and that the patient was experiencing cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. Once the patient was stabilized, the sgc was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported hypotension and cardiac arrest cannot be determined; however, cardiac arrest and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.